Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Event occurred in (B)(6) 2018. This report is for an unknown pfna blade. Part and lot numbers are unknown; UDI number is unknown. The 510k is unavailable original date of implant was an unknown date in (B)(6) 2018. Device was unable to be removed and remains implanted. Device will not return for investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an initial proximal femoral nail antirotation (pfna) surgery on an unknown date in (B)(6) 2018, an ablation procedure became necessary and the surgeon was unable to remove the blade and had extreme difficulty in completing the procedure. The surgeon evaluated that the first blade installed at the beginning of the surgery was too long and wanted to change it with a shorter one. They didn't plan to have an ablation so the surgeon did not have a specialized tools available and was not able to remove the blade. A surgical delay of five (5) hours was noted. The patient was noted as not doing well. Concomitant device: nail (part# unknown, lot# unknown, qty 1). This is 1 of 1 for (B)(4). This report is for one (1) unknown pfna blade.